Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV and rupture.

Event description:
Patient reported "I have severe rippling on my implants" and "since my implants were inserted by the manufacturer and have a very high probability of subsequent complications, I would like to replace them and take advantage of the recall". Later patient reported "capsular contracture baker grade unknown, with partial deformation and hardening", "rupture" and "risk of malignancy". Later healthcare professional reported "capsular contracture baker grade iii-IV" diagnosed via ultrasound. This record is for the left side. The device remains implanted.